Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: the customer alleges the tube cracked at the connector and bite block during use.

Manufacturer narrative:
(B)(4). Device history record (DHR) review was performed and there were no issues found that could have contributed to the reported failure. All processes were executed according to the standard operating methods. The used sample was not received in the original teleflex lma packaging. The device was observed to have a clear airway tube, yellowish check valve and a detached connector plug (detached from bite block). Glue was also observed in place where the connector and bite block are joined. A retained sample was compared to the defective sample by bending it with both hands for multiple cycles and it remained intact. The reported complaint was confirmed through visual and functional inspection. The reported failure was probably a result of handling the device after it was unpacked. Customer is kindly reminded that the lma supreme is a sterile single use device that is not designed to withstand washing or soaking of the device. This will have a serious impact on the performance of the adhesive bonding.

Event description:
The event is reported as: the customer alleges the tube cracked at the connector and bite block during use.